Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's rash was confirmed. The patient reported a rash under the front therapy electrode pad. The rash was described as itchy, bumpy and raw with puss. The patient's doctor prescribed a steroid cream for the rash. Follow-up indicated that the patient's rash did not improve. The patient ended use due to the rash. There is no alleged device malfunction.